Event description:
Additional information received indicated patient had the ipg and leads explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2021-00110; related manufacturer report number: 1627487-2021-00112. It was reported patient experienced ineffective therapy as stimulation became less effective over time. As a result, to address the issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.